Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Bluetooth device testing was performed and the reported fault could not be reproduced and there was no failure detected. Functional testing was performed and there was no failure detected. Data was provided for investigation. The reported allegation was not found but a transmitter permanent loss of connection was confirmed. The customer complaint was not confirmed. The root cause could not be determined post-investigation. Based on the findings of permanent loss of connection, this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).